Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2011. The next event is on (B)(6) 2011 where a test using the fluke defibrillator was carried out. The device delivered a shock and a low battery warning was given. A new pad-pak was also inserted. On (B)(6) 2011, there are multiple events each lasting 7 seconds and all indicate a healthy pad-pak was in place. No fault was found with the returned pad or pad-pak though the pad-pak was found to be depleted. Despite the fact the pad device was tested against recommendations of heartsine it was still capable of delivering therapy if it had been required. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the device is depleting pad-paks in 10 days after testing with a fluke 5000 defibrillator tester. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.